Event description:
It was reported that during a laparoscopic colon procedure, after second day, anastomosis was incomplete, reoperation. No further information is available.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that six devices arrived sterile and in good visual condition. The devices are from the same lot and batch number. One device was opened and tested for functionality. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for (B)(4) presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as the device used in the procedure was not returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.